Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) went into ventricular tachycardia (vt). Anti-tachycardia pacing (atp) was delivered and was unable to convert the rhythm. Following the atp, a shock was delivered, which did convert the rhythm. Subsequently, the patient went into vt again, and the sixth atp delivered accelerated the rhythm from vt to ventricular fibrillation (vf). A shock was delivered, which was able to convert the rhythm. Technical services (ts) suggested reprogramming options. Ts also recommended checking the electrolyte balance of the patient and considering a vt ablation. This ICD remains in service and no additional adverse patient effects were reported.additional information was received and it was reported that the patient with this ICD had their medication adjusted. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) went into ventricular tachycardia (vt). Anti-tachycardia pacing (atp) was delivered and was unable to convert the rhythm. Following the atp, a shock was delivered, which did convert the rhythm. Subsequently, the patient went into vt again, and the sixth atp delivered accelerated the rhythm from vt to ventricular fibrillation (vf). A shock was delivered, which was able to convert the rhythm. Technical services (ts) suggested reprogramming options. Ts also recommended checking the electrolyte balance of the patient and considering a vt ablation. This ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update the information in sections b5 and h6. This product investigation is still in progress. This report will be updated when product investigation is complete.